Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2022 the patient experienced an inflamed stoma site with ulceration and suppuration of 14 days. The patient's physician took a swab of the stoma site (results not reported) and prescribed antibiotic amoxicillin, which commenced on (B)(6) 2022. On (B)(6) 2022, the patient went to a clinic as there was no improvement of the stoma site and another swab of the stoma site was taken (results not reported). At the time of report, a tubing replacement was considered.